Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pieces of plastic coming off reservoir and where the battery cap goes in. Customer¿s blood glucose level was 19.1 mmol/lat the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads, cracked reservoir tube lip and cracked case reservoir tube window corner. (B)(4).